Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was not impacted. The reported issue was not occurring at the time of the report; therefore, troubleshooting with tandem technical support was unable to be performed. The customer successfully cleared the alarm and resumed insulin delivery.